Event description:
According to the customer, sensicare silk gloves tearing at the cuff when trying to pull them down.

Manufacturer narrative:
According to the customer, sensicare silk gloves tearing at the cuff when trying to pull them down. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.